Manufacturer narrative:
Concomitant medical products: product ID: 37642, serial# (B)(4), product type: programmer, patient. Product ID: 37602, serial# (B)(4), implanted: (B)(6) 2013, product type: implantable neurostimulator. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v145262, implanted: (B)(6) 2008, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. Product ID: 3389s-40, lot# v138884, implanted: (B)(6) 2008, product type: lead. (B)(4).

Event description:
It was reported the patient had been ¿acting weird¿ today and the reporter wanted to check the patient¿s implantable neurostimulator (ins). The reporter clarified that by ¿acting weird¿ they meant the patient had not walked well all of a sudden the afternoon of this report. The reporter tried to use the patient programmer, but the screen was blank and unresponsive when pressing the sync and power buttons. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.